Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and the leads associated with this device were explanted due to an infection. The system will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.